Manufacturer narrative:
Device not returned to pioneer surgical for eval. The DHR was reviewed and determined that all specifications were met prior to the use of this device.

Event description:
Pt had sternotomy surgery on (B)(6) 2013. Pt was readmitted for dehiscence. Pt admitted on (B)(6) 2013, discharged to a long term care facility with discharge diagnoses including copd, ischemic cardiomyopathy, diffuse multivessel cad, respiratory insufficiency, severe deconditioning.